Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with no syringe. Verified material number 119314 and lot number ngkq3993. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngkq3993. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) sing inhouse luer lock syringe and upon inflation lumen to lumen leakage present. This is out of specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a fixed water leak from the foley catheter.

Event description:
It was reported that there was a fixed water leak from the foley catheter.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.